Event description:
It was reported that the pt had increased baseline pain and "withdrawal-type symptoms." A low-battery pump reset alarm occurred. The physician was able to reprogram the pump and the pt was able to give two successful activations. The pump was restarted and subsequently replaced for battery depletion. The medications being delivered via the device system were bupivicaine, clonidine and morphine. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
The pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.